Event description:
A customer contacted ortho clinical diagnostics because results obtained on a vitros 5, 1 fs analyzer were associated with the incorrect patient name. There was no allegation of misreported pt results and no report of harm to any pts. This report corresponds to ortho-clinical diagnostics, inc.

Manufacturer narrative:
The customer observed a sample ID and results that were associated with an incorrect patient name. The customer states that patient demographic information and the sample ID/test requests are downloaded by the lab computer. Samples are affixed with barcodes which are read by the instrument and associated with patient demographics and tests requested. For this particular case, the customer had manually programmed testing. Evaluation of the instrument dataloggers indicate that the user may have inadvertently associated that programming with the incorrect patient demographics. Because of instrument patient confidentiality features, there is no way to confirm that this occurred although the dataloggers indicate that some demographic information was entered by the user. There is no evidence to suggest that an instrument malfunction caused this issue. The root cause was not able to be conclusively determined of this event although review of dataloggers suggest that operator interaction may have contributed to this issue.